Event description:
It was reported before use the bd ultra-fine¿ insulin syringe hub separates from the device. The following information was provided by the initial reporter: "cap and hub were broken from the barrel."

Manufacturer narrative:
Investigation summary customer returned one (1) 29gx12.7mm, 0.3ml bd insulin from an open polybag from lot 9105542. Consumer reported cap and hub were broken from the barrel. The returned syringe was examined and it was observed that attempting to remove the cannula shield resulted in the needle hub/shield assembly separating from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 9105542 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description a visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA 1122103 has been opened to address this issue. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe hub separates from the device . The following information was provided by the initial reporter: "cap and hub were broken from the barrel".